Manufacturer narrative:
Findings: unit passed pump self test, off no power test, error test, displacement test and rewind test. The operating currents were in specification. Unable to prime during basic occlusion test due to moisture damage on faulty sensor resistor. Moisture damage noted on all electronic assemblies. Corroded motor assembly noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after the device fell in the toilet. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.